Manufacturer narrative:
Per the t:slim user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (400-527 mg/dl). The customer thought that the pump was the cause of the high bg. As the events had occurred in the past, a cause could not be determined. Reportedly, the customer had been using a u-500 insulin in the cartridge. Tandem technical support informed the customer that the cartridge was labeled for a u-100 insulin. The customer acknowledged.